Event description:
Reporter indicated that a vns pt was having increased seizures, hearing loss, right eye drooping, and tiredness. The vns was reported to be functioning as intended per the reporter, and medication was adjusted as an intervention for the increased seizures. The cause of the reported events is unk, and the pt will follow up again on (B)(6) 2010 for further evaluation. Further attempts for information and the plan of care are in progress.